Event description:
Per the clinic, the transmitter coil and processor became hot to the touch with device use. The external devices have been replaced and the suspected devices have been requested to be removed from service and returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).